Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 100 retained samples underwent visual inspection, confirming that the hemogard closure assembly was correctly assembled and properly placed on the tubes. Additionally, functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was insufficient blood volume in one tube. Recollection was required. No patient impact reported.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was insufficient blood volume in one tube. Recollection was required. No patient impact reported.